Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatodudectomia procedure, the devices did not fire during anastomosis. The surgical time was extended by 30 minutes or more due to the product problem. Anastomosis had to be done again. New device loads had to be used to complete the case. There was no patient injury.